Event description:
It was reported that during use of the ventilator, the air hose that was connected to the ventilator's air inlet was leaking. There was no patient harm.

Manufacturer narrative:
It was reported that the air hose that connected to the ventilator's air inlet was leaking. According to hospital, the problem was solved by tightening the quick coupling of the air hose. The root cause for why the quick coupling was loosen could not be determined.